Manufacturer narrative:
Patient information provided as no patient was involved in this concern. Other relevant device(s) are: media io fusion;treon;s7;i7 3.16 960-152. The software investigation found that adjustment of the pixel offset settings resolved the reported issue. The software is functioning as designed. UDI not available for this system at time of filing. Device manufacturing date is unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the images on the navigation system were loading inverted. The issue was corrected by adjusting the "pixel offset" settings. There was no patient present when this issue was identified. Resolution of the issue was confirmed on the call through trouble shooting.